Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Despite multiple investigational attempts, it was not possible to obtain medical records or additional details regarding the event (including confirmation of an abscess ¿ versus a cardiac hematoma - and source of infection). Per the report, a 26mm s3 ultra valve embolized due to a large abscess in the aorta up the aortic arch just behind the valve. The abscess had grown so large that it pushed the sapien 3 valve.  This may have contributed to the dislodging of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards was notified by a field clinical specialist that a 26mm sapien 3 ultra valve embolized to the aortic root due to a large abscess in the aorta up the aortic arch just behind the valve. As reported, the initial implant of the 26mm valve was uneventful with a good outcome. The patient was discharged within 48 hours of the tavr. 3 weeks later patient was admitted to the ER with an stemi. A stent was deployed in the patient¿s circumflex. There was no suggestion that the tavr and the stemi were related. After the stemi, the patient had a repeat cardiac catheterization during which the interventional cardiologist (non-tavr implanter) attempted to cross the s3 ultra valve to measure lv pressures. It was reported that the ic was only able to cross the valve after some difficulty. The patient's condition deteriorated and eventually the patient was intubated and placed on pharmacological support. Tee revealed severe aortic insufficiency and what looked to be a s3 valve rocking back and forth in the aortic root above the native annulus. The patient was taken today to the or for emergent savr. During the savr, a large abscess in the aorta up the aortic arch just behind the valve was found. The abscess had grown ¿so large that it pushed the sapien valve¿. This may have contributed to the dislodging of the valve. The patient expired shortly after the savr. The patient did not have a history of endocarditis prior to tavr. The causative organism of the abscess was not known. The cause of the death was also unknown.